Event description:
It was reported that the iab ruptured. As a result, the iab was removed. The iab was not replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.